Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the existing leads were unable to fit into the header of the device. It was further reported that when the connections were made there was too much pressure on the device and the lead was very difficult to get out of the device. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.